Event description:
It was reported that the patient experienced a cerebral vascular accident and the patient died.A left atrial appendage (LAA) closure procedure was being performed. A WATCHMAN TruSteer Access System (WAS) and a 27mm WATCHMAN FLX Pro LAA Closure Device & Delivery System (WDS) were selected to be used. The physician positioned the WAS in the LAA of the patient. The WAS could not be aspirated or get any blood back flow after it was across the septum of the patient. The dilator was removed and the patient experienced an ST segment elevation. The procedure was continued and the closure device was successfully implanted in the LAA of the patient. Post procedure after the patient woke up, they were experiencing cerebral vascular accident symptoms. The patient was intubated and taken to have a computed tomography scan. The imaging showed that there was an air embolism present in the patients brain. The patient was admitted to the hospital and had dilated pupils and does not have any cranial nerve responses. The patient remains intubated, but they are brain dead and will potentially come off life support.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED A CEREBRAL VASCULAR ACCIDENT AND THE PATIENT DIED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED. A WATCHMAN TRUSTEER ACCESS SYSTEM (WAS) AND A 27 MM WATCHMAN FLX PRO LAA CLOSURE DEVICE & DELIVERY SYSTEM (WDS) WERE SELECTED TO BE USED. THE PHYSICIAN POSITIONED THE WAS IN THE LAA OF THE PATIENT. THE WAS COULD NOT BE ASPIRATED OR GET ANY BLOOD BACK FLOW AFTER IT WAS ACROSS THE SEPTUM OF THE PATIENT. THE DILATOR WAS REMOVED AND THE PATIENT EXPERIENCED AN ST SEGMENT ELEVATION. THE PROCEDURE WAS CONTINUED AND THE CLOSURE DEVICE WAS SUCCESSFULLY IMPLANTED IN THE LAA OF THE PATIENT. POST PROCEDURE AFTER THE PATIENT WOKE UP, THEY WERE EXPERIENCING CEREBRAL VASCULAR ACCIDENT SYMPTOMS. THE PATIENT WAS INTUBATED AND TAKEN TO HAVE A COMPUTED TOMOGRAPHY SCAN. THE IMAGING SHOWED THAT THERE WAS AN AIR EMBOLISM PRESENT IN THE PATIENT'S BRAIN. THE PATIENT WAS ADMITTED TO THE HOSPITAL AND HAD DILATED PUPILS AND DOES NOT HAVE ANY CRANIAL NERVE RESPONSES. THE PATIENT REMAINS INTUBATED, BUT THEY ARE BRAIN DEAD AND WILL POTENTIALLY COME OFF LIFE SUPPORT.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical Analysis:The WATCHMAN TruSteer? Access System was not returned; therefore, device analysis could not be completed.Device History Record Review:A review was completed of the Device History Records (DHR) for the WATCHMAN TruSteer? Access System, Part # M635TU90050 Batch # 0038586783. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling Review:There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN TruSteer? Access System Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Air Embolism (ST Segment Elevation), Cerebral Vascular Accident (stroke) and death.Risk Review:A Risk Review was completed and confirmed that the events of difficult to flush, Air Embolism (ST Segment Elevation), Cerebral Vascular Accident (stroke), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Adverse Event Related to Procedure.